Event description:
It was reported that there was a polarity switch. It was also reported that bipolar and unipolar impedance was greater than 9,999. It was further reported that a x-ray was taken and a fracture was not able to be located and the set screw appeared normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.